Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to magnet response. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. A company field representative inquired for a consult with technical services regarding a potential implantable cardioverter defibrillator (ICD) sensing/detection issue and thought there may be noise on the right ventricular (rv) lead around the time of the patient's death and delivered therapies. Information received on the remote transmissions wa s reviewed by qualified personnel. It was immediately noted that the device operation suggests a magnet or magnetic field may have been present during the time of the patient's episodes. Remote transmission files were analyzed, and confirmed magnet interacted with the device seconds before the device transmitted for number of shocks delivered alert. Approximately thirty-five minutes later the right ventricular (rv) lead had triggered a lead integrity alert (lia), for increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow-up was conducted and verified that a magnet was applied to the patients device by the emergency responders. Cause of death was listed as ventricular fibrillation (vf) arrest.